Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with blurry vision in the right eye post laser treatment. Additional information requested.

Manufacturer narrative:
At the visit on site the fse (field service engineer) replaced the laser head as a preventive measure and verified the system according to specifications successfully. No technical root cause was identified as the system was found to be within specifications. (B)(4).